Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that in (B)(6), a spontaneous case was reported to baxter (B)(4) by phone on (B)(6) 2014 from (B)(6). The complaint refers to adaptor beta cap d-adaptor code 8814661001, lot unknown. Customer states that a patient (male, born in 1932, (B)(6), therapy pdca fresenius) with an adaptor beta cap observed a leak at the catheter side. The catheter of the patient was changed with a new one. The occurrence date is (B)(6) 2014. This issue occurred during use. Sample is not available for evaluation. There was a patient involvement but no injury reported. One unit was impacted.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Without the sample and lot number, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A CAPA is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.